Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturer¿s representative (rep). It was reported that the patient felt like there was a ball on her rectum pushing down. Additional information was received and it was reported that the patient was experiencing some urinary incontinence, something she was not experiencing before evaluation. Additional information was received from a healthcare professional (hcp) and it was reported that the patient was not emptying out after bowel movement. It was noted that the lead was placed on (B)(6) 2016 and the patient did notice some improvement. The patient was given antibiotics for possible infection and redness. It was reported that the ball pushing on rectum sensation slowed down after bowel movements. The sensation resolved with adjustment to program. Additional information was received and it was reported that the incision had gotten infected around where the lead was placed. The patient reported it was painful and red. The patient reported having removed the soiled bandage. It was noted that the patient¿s hcp was aware of this information and had given the patient instructions. The patient also reported that she hasn¿t had a bowel movement in a few days and was worried she could be constipated. The patient also reported being in pain due to her ibs. No outcome was reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.